Event description:
Patient reported right side rupture and "explantation for bia-alcl research". Healthcare professional confirmed "intracapsular rupture" and reported "radial folds", "breast encapsulation baker IV", "liquid inclusions in between". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV and seroma-late.

Event description:
Patient reported right side rupture and "explantation for bia-alcl research". Healthcare professional confirmed "intracapsular rupture" and reported "radial folds", "breast encapsulation baker IV", "liquid inclusions in between". Device remains implanted.